Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 89.8 ml, rate 2 ml/hr and given 6.25 ml. Air in line was noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.